Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: we have received four open samples (code with double needle). There are rests of blood in the packages but the sutures are unused. All samples have one of the needles detached form the thread and the suture is still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill (B)(4) and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the (B)(4)/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative " there was detachment needle/thread." The incident had no patient injury and no surgical delay.